Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "pacer fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a4, b5, b6, and b7. The device was returned to zoll medical corporation for evaluation, and the reported pacing failure could not be duplicated during testing using known good accessories and simulation equipment. Review of the device data logs identified the device recorded pacing ECG and multi-lead ECG faults, which may be related to poor lead contact, accessory issues, or cable connections. The accessories were not returned for evaluation. Proper skin preparation remains important to ensure good electrode adhesion and signal quality. The device was extensively tested and passed successfully including pacing simulation and capture. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.